Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The drive gas check valve was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws.the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported an over delivery of pressure in the patient circuit during a case. The patient was switched to manual ventilation. There was no patient injury.